Event description:
The reporter indicated the surgeon implanted a 12.6mm vich12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2014. The lens was explanted on (B)(6) 2014 due to loss of visual acuity and blurred vision. The reporter indicated there was grey/white matter on the lens surface

Manufacturer narrative:
Method: medical review, device history record review. Results: visual inspection of the returned product found no visible damage to the lens. The lens was returned in liquid. There was no evidence found of any deposit on the lens surface. The lens was rehydrated in bss for re-measurement. The lens length, width and diopter power were measured and the results of the measurements were compared against the original values and the lens was found to be in specification. Medical review - review of the file indicates that the lens was not implanted in accordance with the dfu requirements (e.g. Patient age below 21 or over 45 years, acd below 2.8mm for icl/ticl and below 3.0mm for vicl/vticl, keratoconus, pregnant or nursing patients, patients with low/abnormal corneal endothelial cell density, fuchs dystrophy or other corneal pathology, patients who are amblyopic or blind in the fellow eye). Off-label use of the device, no clinical data can support the complaint event(s) or the effect(s) on the efficacy and safety of the device. This information has been communicated to the medical advisor of staar surgical and to the surgeon in case of severe deterioration of patient health. A review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Conclusions: based on the complaint information, work order search, medical review, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. Pt weight: unk. (B)(4). Device evaluated by manufacturer? No. Lens not returned. Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4). Lens not returned.